Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The customer started resetting the device but was unable to. The customer's blood glucose was 149 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.